Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: the product testing could not be performed as the product was discarded in the facility. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. No non- conformance reports (nc) associated with the production order were found. The search in the complaint history revealed that no another complaint has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation there is no indication of a product malfunction or product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00, 22.5 diopter intraocular lens (iol, when being inserted into the eye, had gotten stuck in the shooter (cartridge). The lens was implanted and removed because the doctor saw a defect in the lens reportedly from the shooter. A non johnson & johnson lens was used for the replacement. There was no patient injury reported; no incision enlargement, no vitrectomy and no sutures were required. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.